Event description:
It was reported that the device was explanted after an implant duration of zero days due to unknown reasons. No further details were provided. Information learned from our implant patient registry. There has been no response to our repeated attempts on 09/30/2010, 10/07/2010 and on 10/14/2010 to contact the health care provider regarding the details of the event and product return.

Event description:
It was further reported that the index target lesion was 90% stenosed and had a reference vessel diameter of 2.2mm and was 15mm long. The residual stenosis was reduced to 0%.

Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. Additional information received in the operative report has been reviewed and it was learned that the surgeon explanted this device due to a sizing issue, and implanted a smaller size of the same model device. However, during the explant and implant process, the patient had been taken off cpb. Per the operative report: the anterior leaflet sized to a 34mm carpentier edwards physio ring with some difficulty. The anterior leaflet was not large and I was concerned that although the physio ring appeared appropriate for the commissures, it did look slightly big in terms of the ap diameter of the valve. When the valve was implanted, it was essentially competent. After a period of stability off bypass, I was not satisfied with the repair as there was still quite significant regurgitation. This appeared to be predominantly due to poor coarctation and the selection of too large a ring. Consequently, the aorta was again cross clamped and the heart arrested with cold blood cardioplegia given antegradely and retrogradely. The 34 physio ring was explanted. A size 30 physio ring was then implanted and on testing the valve was totally competent.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. Customer letter not requested. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.

Manufacturer narrative:
(B)(4). Unsuccessful ring repair due to a too large device was selected. Additional manufacturer narrative: the surgeon's response indicated that he had disassociated the device from the event and the reason for explant was not device related. The operative report, upon further review, indicates that the patient was taken off cpb and the regurgitation was still present which necessitated replacing the ring with a smaller sized device. The surgeon indicated that this was not a device malfunction. This was an unsuccessful ring repair due to the size of the device for this patient. Surgeons often attempt to repair valves in lieu of replacing them due to improved long-term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty ring and subsequent post-repair evaluation demonstrates an inadequate result. This is almost universally due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the annuloplasty ring. This is typically identified prior to going off bypass and therefore potential for injury is remote. In the case where the patient is taken off bypass, this may require extended operative and total bypass time, which increases the risk of the procedure.

Manufacturer narrative:
On 10/28/2010, we received a response from the surgeon stating that the reason for explant was due to regurgitation after a ring repair. This was not a malfunction of the device. Surgeon explanted the ring used a smaller ring. The device will not be returned, as it was discarded by the hospital. Operative report was requested but not provided. The surgeon has disassociated the device from the event. Therefore, it has been determined that this is no longer considered a reportable event.